Event description:
Smiths medical international ltd, has been notified of an event of where the user alleges three events, with same pt, where cuff leakage was found after 2 or 3 days use. Products were pretested per IFU, no forceps xylocaine spray or electrical scalpel was used. The product did not contact with sharp edges. The male pt is on a ventilator. Cuff pressure is checked every eight hrs by feeling pilot balloon.